Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse performed a preventive maintenance on the analyzer. The fse did not observe any hardware malfunctions on the analyzer. The fse verified the repairs by running quality control samples which yielded results within the laboratory's established ranges. The customer also ran known positive b-hcg control samples which yielded acceptable results. A definitive root cause for this event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously low result for total beta human chorionic gonadotropin (total-bhcg) for one (1) patient sample assayed with access total b-hcg reagent on an access 2 immunoassay system. The erroneously low total b-hcg result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the erroneously low total b-hcg result was obtained when running the dilution assay for total b-hcg. Previously, the customer had run the patient sample on the non-dilution assay for total b-hcg and obtained a higher result. After the lower discrepant result was obtained on the dilution assay, the customer ran the dilution assay for total b-hcg on their other analyzer. The customer reported that quality control data were within the laboratory's established ranges at the time of the event. The customer reported that the patient sample was not a short draw and did not have any evidence of fibrin.